Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain") and genital haemorrhage ("abnormal bleeding (general)") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena and oral contraceptive. Concurrent conditions included overweight. Concomitant products included liraglutide (saxenda) and meloxicam (mobic). In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), anxiety ("anxious"), depression ("depressed"), medical device site cyst ("had developed fluid-filled cysts that had encapsulated the essure devices"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), bacterial infection ("infection (bladder/ urinary tract/vaginal) type: bacterial"), vulvovaginal mycotic infection ("yeast"), urinary tract infection ("uti"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("urinary tract disorder"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), abdominal pain lower ("lower abdominal"), back pain ("lower back") and vulvovaginal pain ("vaginal pain") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (she was required to undergo a hysterectomy and additional surgical procedure with removal of essure). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, anxiety, depression, medical device site cyst, vaginal haemorrhage, menorrhagia, bacterial infection, vulvovaginal mycotic infection, urinary tract infection, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, migraine, headache and vulvovaginal pain outcome was unknown and the abdominal pain lower and back pain was resolving. The reporter considered abdominal pain lower, anxiety, back pain, bacterial infection, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, medical device site cyst, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: she was required to undergo a hysterectomy in or about 2013. And was also required to undergo an additional surgical procedure with removal of the essure devices on or about (B)(6) 2017. In (B)(6)2017 hysterectomy was performed to remove essure but due to continued pain, a laparoscopy was performed in 2017 which found essure to still be inside the fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram - on an unknown date: results: confirmed proper placement. Ultrasound scan - on an unknown date: results: developed fluid-filled cyst sencapsuled essure. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received with her demographic details were updated. Product indication added. Reporter information added. Following events were added: abnormal bleeding (general), abnormal bleeding (vaginal), menorrhagia, infection (bladder/ urinary tract/vaginal) type: bacterial, yeast, uti, apareunia (inability to have sexual intercourse), bladder or urinary problems or changes, urinary tract disorder, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, weight gain / loss specify which one: weight gain, migraines, headaches, lower abdominal, lower back and vaginal pain. Event severity added for: lower abdominal. Event outcome added for: lower abdominal and lower back. Historical and concomitant medications were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ("severe pain"). In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena and oral contraceptive. Concurrent conditions included: overweight. Concomitant products included: liraglutide (saxenda) and meloxicam (mobic). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (abnormal bleeding ("general")), anxiety ("anxious"), depression ("depressed"), medical device site cyst ("had developed fluid-filled cysts, that had encapsulated the essure devices"), vaginal haemorrhage (abnormal bleeding ("vaginal")), menorrhagia ("menorrhagia"), bacterial infection (infection ("bladder/ urinary tract/vaginal"), type: bacterial), vulvovaginal mycotic infection ("yeast"), urinary tract infection ("uti"), female sexual dysfunction (apareunia ("inability to have sexual intercourse")), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("urinary tract disorder"), dysmenorrhoea (dysmenorrhea ("cramping")), dyspareunia (dyspareunia ("painful sexual intercourse")), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), abdominal pain lower ("lower abdominal"), back pain ("lower back"), and vulvovaginal pain ("vaginal pain"). And was found to have weight increased ("weight gain / loss, specify, which one: weight gain"). The patient was treated with surgery (she was required to undergo a hysterectomy, and additional surgical procedure with removal of essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, anxiety, depression, medical device site cyst, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, migraine and headache outcome was unknown. And the bacterial infection, vulvovaginal mycotic infection, urinary tract infection, abdominal pain lower, back pain and vulvovaginal pain was resolving. The reporter considered abdominal pain lower, anxiety, back pain, bacterial infection, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, medical device site cyst, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: she was required, to undergo a hysterectomy in or about 2013. And was also required, to undergo an additional surgical procedure with removal of the essure devices on or about (B)(6) of 2017. On (B)(6) 2017, hysterectomy was performed to remove essure, but due to continued pain, a laparoscopy was performed in 2017. Which, found essure to still be inside the fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 25.8 kg/sqm. Hysterosalpingogram: on an unknown date, results: confirmed, proper placement. Ultrasound scan: on an unknown date, results: developed fluid-filled cyst sencapsuled essure. Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet received. Outcome of event vaginal pain & infection were updated to recovering resolving. Product, patient & reporter information updated. Based on the available information, a review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("anxious"), depression ("depressed") and cyst ("had developed fluid-filled cysts that had encapsulated the essure devices"). The patient was treated with surgery (she was required to undergo a hysterectomy and additional surgical procedure with removal of essure). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, anxiety, depression and cyst outcome was unknown. The reporter considered anxiety, cyst, depression and pelvic pain to be related to essure. The reporter commented: she was required to undergo a hysterectomy in or about 2013. And was also required to undergo an additional surgical procedure with removal of the essure devices on or about (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed proper placement ultrasound scan - on an unknown date: developed fluid-filled cyst encapsuled essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.